Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional info regarding this report without success. The device referenced in this report was returned to olympus for eval. The eval found the ceramic insulation beak completely detached and absent. The ceramic tip was not returned to olympus for eval. Residual adhesive was present on the inner surface of the sheath. The outer surface of the sheath bore indentations and tool marks. The sheath was deformed and out of round at the distal end. The cause of the reported phenomenon could not be conclusively determined, but based upon the findings of the eval, appears to be related to physical damage. The device has been serviced and returned to the user facility. The a22040a instruction manual states: "inspecting the product. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath's distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end. Damaged instruments can cause injuries to the pt and/or user. Do not use the instrument if damaged." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the ceramic tip of the inner sheath was said to have cracked and a piece fell into the pt's bladder. The piece was reportedly retrieved and the intended procedure was completed with a different set of resection equipment. There was no report of pt harm.